Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of three thoracic aortic aneurysms. The patient had a bovine aortic arch and a previously-placed infrarenal abdominal aortic aneurysm stent graft from another manufacturer. The native thoracic aorta is about 36 mm in diameter. Access vessels had mild calcification. It was reported that a talent captivia stent graft (MFR. Report #2953200-2010-01714) was delivered easily to the target zone and implanted proximally. Then, two talent thoracic distal main stent grafts (MFR. Report # 2953200-2010-01715, MFR. Report #2953200-2010-01716) were deployed, although there was some difficulty reaching the aneurysms. The case went very well with good placement of the stent grafts. Approximately 30 minutes post-implantation, when the physician was closing the groin, a check of the patient status revealed that there was paraplegia in the right leg, although the left leg was fine. A spinal drain was then placed to intervene, and the paralysis was resolved; the patient has regained right leg mobility. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (paralysis).